Event description:
It was reported that the pt was experiencing elevated blood glucose levels and ketones.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned an eval will be conducted and a supplemental report will be filed. Pump settings and insulin delivery were reviewed with the pt and confirmed as accurate. No conclusions can be made at this time.